Event description:
It was reported that during the implant procedure, it was difficult to insert the leads into the pulse generator header. Eventually the leads were inserted and secured. The device function was good and patient was doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.